Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited an impedance issues. The patient underwent a procedure on (B)(6) 2016 in which the pocket was opened, and the right ventricular competitor lead was removed and reinserted, as a set screw was loose on the pulse generator. The system remained implanted. The patient would be followed-up normally.